Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: underweight, biological tissue color brown, and broken shell. A microscopic analysis was performed which identified a broken sharp in the posterior side and two opening striated in the anterior side. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Two openings striated in the anterior side.

Event description:
Affected side is the left. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and gel bleed.

Event description:
Healthcare professional reported, via regulatory agency, a ruptured implant with gel leakage. Affected side is unknown. Device remains implanted.